Event description:
I became very sick this weekend and was told by emergency room I had bronchopneumonia. I continue to have worsening headaches, chest pressure, shortness of breath and cough since (B)(6). I was told in (B)(6) my chest xray had changes. I have severe sleep apnea and have used the philips dreamstation bipap for several years and it is now on recall. I have never been diagnosed with copd. FDA safety report ID # (B)(4).